Event description:
It was reported that the pt experienced a change in therapy effect; specifically, intermittent therapy starting in the past week or two. A catheter dye study was performed which showed that dye was being delivered to the catheter tip. The reporter was uncertain about interpretation of the images obtained during the study. The pt subsequently underwent a spiral CT scan. A catheter malfunction was suspected. It was later reported that the hcp knew the pt was not getting drug as the pt was going through baclofen withdrawal with itching and increased spasticity. The dye study was abnormal; there was a "halo" effect. The pt was taken to surgery in 2009; the entire catheter was revised. There was good cerebrospinal fluid flow when the catheter was disconnected from the pump and there were no apparent problems with the catheter. The hcp suspected there had been a kink near the connector. Since the revision the pt was receiving good therapeutic effect.

Manufacturer narrative:
Results: used for catheter.